Manufacturer narrative:
A47 alarm confirmed in the history file due to corrupted history file. However, the insulin pump was able to down load properly to carelink personal. No download anomaly noted. The insulin pump passed the self-test and a21 error test. No a17 alarm or a21 alarm noted. No damage found on interface board noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has minor scratched display window.

Event description:
The diabetes clinical manager reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was over 700 mg/dl. An unexpected restart and spanish software anomaly alarm was found in the insulin pump's alarm history after the device had been out of use for an extended period of time. The caller stated that the customer had not been using the insulin pump for treatment but had been placed on the device running saline solution, not insulin, at the time of the hospitalization. She did not know when the alarm occurred, though it was dated (B)(6) 2012. The battery was dead since the event. Caller reported issues with uploading information to the computer software. The caller was advised that the alarms were the cause of her inability to upload the insulin pump because of how the device time stamped the events. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.